Manufacturer narrative:
(B)(4).

Event description:
It was reported that a chest x-ray revealed that the pulse generator had flipped in the pocket. The patient was in stable condition. The physician elected to continue to monitor the patient. No additional information was available at this time.